Manufacturer narrative:
Functional testing: after performed the leak testing the sample unit was fill with colored water using a syringe in order to detect any leakage. Results: the sample units did not present leaks. Therefore, complaint is not confirmed. Root cause: the customer reported: "two cassettes leak, and the pump keeps sucking inn air. It appears to be on the top by the last support before the tubing joins the bag" no root cause has to be determined since the returned sample pass the leak test therefore complaint is not confirmed. Action taken: no new actions were implemented since the complaint was not confirmed.

Event description:
It was reported that for all attachments and related complaints. Mix of different lot numbers and can't be sure which one leaked. No patient injury was reported.

Event description:
It was reported that there was a leak. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample unit pass the leak test. The sample units did not present leaks. Therefore, complaint is not confirmed.